Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device activation went well. The external visual inspection revealed tool damage in the silicone overmold on the top cover and an extruded electrode ground ring, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced poor sound quality, despite device testing results within normal limits. Programming adjustments were made, however, this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.